Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 10/16/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles on the lens surface that could be related to the handling of the lens in a non-sterile environment. Also, something that looked like a fiber was observed on the lens. However, due to the conditions of the sample returned, it is not possible to determine if the reported issue is related to the manufacturing process. Due to the conditions of the sample additional analysis was not possible. The customer's reported complaint for fiber on lens was verified, however, due to the condition of the sample returned, it was not possible to determine if the reported issue was related to the manufacturing process. The source of the identified material could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a fiber found on the center of a zcb00 22.5 diopter intraocular lens (iol) when removing from the package. Therefore, the lens was not implanted and another lens was opened and implanted. There was no patient contact. No additional information was provided.